Event description:
Patient presented to radiology for coiling of brain aneurysm: 09:30 baseline (activated clotting time) act - 162. 09:30 heparin 2,000 units IV bolus; 09:52 additional heparin 1,000 unit IV bolus; 10:19 act 257; 10.49 heparin infusion started at 1,000 units/hour (10ml/hour); 11:34 act 418; 12:02 act >700. Excessive infusion of heparin noted upon inspection. A 250cc bag nearly empty. Pump settings of 10cc/hour confirmed by rn and anesthesiologist. Heparin infusion tubing discontinued from main IV line. Infusion noted to run at high rate of speed (much faster than 10cc/hour). Pump and tubing sequestered and given to biomedical engineering dept. Company notified. On 02/11/2005 pump and tubing sent back to company from biomed unit. Patient had large femoral hematomas. Required 3 units packed red blood cell transfusions.